Manufacturer narrative:
User facility report # (B)(4) was received on 29oct2025, with the required intervention to prevent permanent impairment/damage box checked off. Manufacturer's investigation conclusion: the reported event of irregular yellow wrench and red heart leds triggering with no alarm message could not be confirmed. No log files were submitted for review, and no product was returned for further analysis. Provided information indicates the patient attached backup controller to mpu then exchanged primary controller for backup controller. After the system controller exchange, all alarms ceased. It was noted the pump running light emitting diode remained active prior to the exchange. Multiple attempts were made to obtain additional information from the customer regarding the serial number of the system controller, if any log files at the time of the event were available, and if any products would be returning; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. A device history record review could not be performed as no serial number or lot number was provided by the customer. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook, section 5 - ¿alarms and troubleshooting¿, and the heartmate 3 IFU with heartmate touch section 7 - ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their controller. The heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 -¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was at home and transitioned from batteries to mobile power unit (mpu) when system controller alarmed with yellow wrench and red heart with no alarm message. Green pump light continued to be illuminated. The patient attached backup controller to mpu then exchanged primary controller for backup controller. The alarms ceased. The old primary controller returned to ventricular assist device (vad) office.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section a1 and a4: information not provided. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.